Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported, the device machine cannot be used. There was no reported pt involvement.